Event description:
It was reported that the pacemaker battery was suspected to have premature battery depletion, as the device longevity had decreased from 4.5 years to 3 years. A request was made to have data from this device analyzed, and a device replacement was recommended. No adverse patient effects were reported.